Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they having issues with area breaking off of the insulin pump, giving errors and insulin pump had crack from top to bottom of battery compartment. Customer's blood glucose value was unknown. The customer had assisted with troubleshooting. Customer states they was changing out battery and cap would not tighten up. The device will be returned for analysis.

Manufacturer narrative:
Device had cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, no cracked/broken end cap noted. (B)(4).